Event description:
This second MDR is being submitted for the second suspect product, also a device mfg by collagen corp. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reported a pt who was originally skin tested on 19 august 1998 with negative results. On 18 september 1998, the pt was treated in the periorbital fine lines, transverse forehead lines, glabella, vermilion borders, upper vermilion, and the nasolabial folds. On 24 september 1998, the pt phoned and reported that since the day of treatment, she had redness, itching, and swelling at the periorbital, glabellar, and transverse forehead treatment sites. On 24 september 1998, the physician prescribed oral benadryl and topical cold packs. On 25 september 1998, the physician noted redness and swelling at the periorbital, transverse forehead, and glabellar treatment sites. The other treated areas were asymptomatic. The physician prescribed topical vytone cream and cold packs. The physician believed the symptoms were hypersensitivity related. No further medical or surgical intervention was planned or prescribed.